Event description:
It was reported that this inflatable penile prosthesis was revised due to inflation and device length issues. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was replaced due to inflation and device length issues as the device was too short. No patient complications were reported.